Manufacturer narrative:
(B)(6). A product investigation was completed: plate was received for evaluation. The plate was returned broken apart. The measured width did conform to the specifications. Length of this plate could not be measured as it is broken. The fracture surface looks homogeneous and the plate surface does show some scratches. A review of the device history record revealed no complaint related anomalies and shows this lot of ti va-lcp lateral distal humerus plates was processed through the normal manufacturing and inspection operations. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. The complained condition of the plate is confirmed but no manufacturing related failure was detected. No manufacturing related failure was detected. It is likely strong that body movement during rehabilitation phase and strong force applied to the plate and screws caused an overloading situation which finally led to the plate breakage. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI# (B)(4). Explant date: unknown. The subject device was not received for evaluation. If the subject device is returned to the manufacturer, this complaint will be re-opened for investigation. Initial reporter: reporting facility phone number and/or email address is not available for reporting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when pain, or breakage occurred. Initial surgery for diacondylar fracture of distal humorous was conducted in (B)(6) 2015. Explanation was due to occur during the latest week of (B)(6) 2016. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: original part mfg date: 05-january-2015, 04.117.901s / lot # 7871329, part exp. Date: 01-december-2024 , DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti va-lcp lateral distal humerus plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery for diacondylar fracture of distal humerus was conducted in (B)(6) 2015. On the surgery, the lateral side was fixed with the reported plate and the medial side was with cancellous cervical spacer (ccs) inserted into the trabecular bone. During the rehabilitation phase, the patient complained aching. Then, x-ray was taken on (B)(6) 2016., and it revealed the breakage of the reported plate around the distal 3rd hole. This report is 1 of 1 for (B)(4).